Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion in the mid left anterior descending artery with moderate tortuosity, moderate calcification and 90% stenosis. A non-abbott micro catheter was used to successfully deliver a balance hydro guide wire to the target lesion. An attempt was made to remove the micro catheter but the micro catheter was stuck on the balance guide wire. Both devices were removed as a single unit. A balance middle weight guide wire was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.